Event description:
On (B)(4) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch ping meter is giving an error message. This complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with the insulin pump. The error message began 2-3 months ago. Prior to the onset of the error message, the patient reportedly had symptoms of ¿nausea, headache, lightheaded, and tingling in the legs, fingers, and chest.¿ subsequently, the patient was hospitalized and was treated with IV. The patient tested at ¿51 mg/dl¿ on the clinic meter. The patient was unable to recall the exact error message. The issue could not be review since the patient did not have any testing supplies. This complaint is being reported because the patient received medical intervention suggestive of hypoglycemia after the onset of the error message. The lfs product was requested back for investigation.